Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06194. The patient has two leads implanted with the same lot number. Information received identified the patient experienced pain at the incision site and abdomen stimulation when he lays a certain way, device gets hot while charging and his back hurts more than before. The patient also states he is not receiving effective stimulation. Surgical intervention may be pending to address the issue.